Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on a unk date during which the surgeon noted clearly evident numerous extensive adhesions. He carefully dissected free the greater omentum which revealed an abdominal mass which was contracted and extremely fibrotic. The mesh was found to be dislodged and displaced. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 7/27/2022. Additional information: a2, b7. Additional b5 narrative: it was reported that the patient experienced swelling and hernia recurrence.

Manufacturer narrative:
Date sent to the FDA: 3/20/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.